Event description:
It was reported that the charger did not provide adequate charge to the device while the user charged with the screen off and the ilet oriented with the port facing upward, and a replacement charger was arranged. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no need for medical care. Investigation included user interview and basic troubleshooting education. Investigation of this case revealed a suspected charger performance issue; no device alarms were reported and no device hardware faults were identified. It was concluded, based on previously established findings for similar reports, that the cause was an isolated charger malfunction.